Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. Premature battery depletion was alleged. No intervention was performed. No adverse patient consequences were reported.